Event description:
The pt reported e4 (occlusion) error was displayed on the infusion device. The pt changed the infusion set and e4 recurred. The pt's blood glucose elevated to 518 mg/dl. The pt's normal blood glucose range is 60-180 mg/dl. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.